Manufacturer narrative:
Additional components involved in the event: product family: scs lead model: 3186, UDI: (B)(4), batch: 3808659. A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The patient's lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that one of the patient¿s leads migrated resulting in ineffective stimulation. As a result, surgical intervention was undertaken wherein the patients leads were explanted and replaced to address the issue.. The investigation did not determine which lead migrated.